Event description:
It was reported that an infusor elastomeric device leaked inside the overpouch. The device was filled with the drug vancomycin. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 4, 2013 to december 5, 2013. A review of all batch record documents was performed with one issue noted during the manufacturing process. An operator found one unit from the lot with a detached restrictor housing due to an equipment issue. Maintenance was then performed on the equipment and training was conducted with involved personnel. The lot then met the acceptance criteria for release. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.